Manufacturer narrative:
As the customer did not retain the finished goods therefore the lot number, therefore the device history record and lot history could not be reviewed. The used product was visually inspected and it was found that surgical residue was observed in the cassette, drain bag, and the manifolds. The ball in the drip chamber¿s check valve moved freely per specification. The sample was pressure leak integrity tested and functioned within specification. A console representing the current software version was used to test the sample and the sample could prime and tune with the ultrasonic handpiece successfully. No message code appeared on the screen. Fluid flowed from the balanced salt solution bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The sample passed functionality per specifications and no system message code was received during testing. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
An ophthalmic surgeon reported that leakage occurred from the cassette and connectors of the console during calibration. An advisory message displayed "there's no more bss (balanced salt solution) irrigation¿. The product was replaced and procedure completed with no patient harm. A product sample was received at the manufacturing site and it is awaiting evaluation.